Event description:
It was reported that the balloon of the catheter detached from the catheter shaft at implant. It was noted by the physician that when the catheter was first implanted into the coronary sinus, the stopcock had been attached to the incorrect port when the physician assembled the catheter. The physician removed the catheter and the stopcock was then placed into the correct balloon port and re-implanted into the patient. It was then noted the balloon would not deflate; the physician attempted to over-inflate the balloon and the balloon detached from the catheter shaft. It was further stated that the physician was dissatisfied with the packaging regarding the stopcock not being attached to the correct port when the catheter is unpackaged. The physician added the remnants of the balloon remain in the patient and may have migrated to the lungs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).